Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300 mg/dl (compact plus) system 1, and 137 mg/dl (aviva) system 2. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - system 1 - compact plus (gt) - serial number - (B)(4); (B)(6) - system 2 - aviva - serial number - unknown. Updated information: customer stated product will not be returned.